Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found blood intrusion inside the pneumatic module assembly. No blood was found inside drive manifold or beyond the chassis landing. The fse cleaned residual fluids from inside unit and replaced the pneumatic module assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional contact details: event site name- (B)(6). Event site address- (B)(6). Event site postal code- (B)(6). Event site telephone- (B)(6).

Event description:
N/a.